Event description:
This is filed to report a clip opening during establishing final arm angle efaa. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr). Two mitraclips were used. The second clip, an nt, had relaxed slightly during establishing final arm angle (efaa), causing the mr to increase from the lower mr that was achieved. Efaa was attempted again without further improvement. The clip was deployed, as the lock line was already removed. The physician believes that the mr would have been less without the relaxation during second efaa. The mr was reduced to grade 1-2. There was no adverse patient effect or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the field safety notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, a cause for the reported unintended movement (clip open-efaa) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 22 aug 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).